Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018 the patient went to the emergency room due to a cracked peg/j tube and a bandage was placed on the stoma to hold the tube in place. In (B)(6) 2018 when the patient went to the surgeon and the bandage was removed, there was a stoma infection. A stoma culture was taken and the patient was diagnosed with a stoma infection, type unknown. The patient was initially placed on unknown oral antibiotics and discharged home on unknown intravenous antibiotics that were supervised by a home health nurse. On (B)(6) 2018, the patient received the last dose of intravenous antibiotics and another culture was taken of the stoma site, results not reported. The duopa tubing remained in place but the duopa lcig therapy was discontinued until the infection is resolved.